Event description:
It was reported by the rep that the (2) rpfxb was used during a radical prostatectomy procedure. It was reported that the surgeon placed distal end of the jaw over the dorsal vein complex and locked in tissue. The instrument cracked and did not fire. Surgeon placed it with a second rpfxb. This time the surgeon was able to lock on the tissue and fired the instrument. However, when removing the instrument, it was noticied that the device had not cut and there was excessive blood loss.